Event description:
It was reported that during reprocessing the da vinci si surgical pk dissecting forceps instrument was noted to have a broken cable sticking out at the distal end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was frayed at the distal idlers. The idler pulley spun freely. The frayed cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Engineering also found a derailed cable. The same grip close cable that was frayed was also derailed from and exposed on the outside of the distal idler pulley. The yaw motion was non-intuitive as a result. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.